Event description:
As reported by an edwards italy affiliate, during a tavr procedure with a 20 mm sapien 3 ultra valve in a pre-existing 19mm non-edwards valve, the valve was implanted but had an evident waist, so it was decided to post-dilate with a true balloon. After post-dilatation, the valve had a severe insufficiency and instable hemodynamic was observed. An angiography was performed, and massive insufficiency was noted, so it was decided to implant another 20mm sapien 3 ultra valve. The patient was stable post procedure, but the valve had high gradients (50 mmhg at echo) and a mild/moderate insufficiency.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3 and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). In this case, the reported event for central regurgitation was unable to be confirmed due to unavailability of applicable imagery or medical records . Available information suggests procedural factors (post-dilation) likely contributed to the event as per event description attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.